Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On the night of (B)(6) 2025, the patient exhibited unusual behavior, including walking around erratically, talking to herself, experiencing nausea and dizziness, and being unable to repeat words. The patient also had bruises on her arms and knees from multiple falls. The cgm readings were not accurate at that time, but no specific cgm reading was reported. In the early morning of (B)(6) 2025, the patient's mother brought her to the hospital. Initially, it was suspected that the patient was having a stroke. However, a fingerstick test revealed that her blood glucose level was extremely high. The patient received intravenous treatment, pain medication, and an injection of an unspecified antiemetic. Additionally, due to a bladder issue, she was catheterized. The patient was discharged after spending three days in the hospital. At some point, the cgm reading indicated a high level, but the exact time was unknown, and the patient reported inaccurate readings. At the time of this report, the patient is doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.